Event description:
As reported to coloplast, though not verified, the patient with this device experienced vaginal mesh exposure and underwent repair of exposure with skin flap. Intraoperative findings: exposure of mesh on the left side of vagina with what appeared to be complete skin separation and complete exposure.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated. The device was not returned for evaluation. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated. The device was not returned for evaluation. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
As reported to coloplast, though not verified, the patient with this device additionally experienced mesh erosion. 1 cm left anterior vagina, vaginal bleeding, bleeding with clots, pelvic pain. Yellow discharge but has noticed pink colored discharge three times, swollen sensation. Revision (including removal), trigger point injection for point tenderness on right side where mesh is palpable and dyspareunia.